Event description:
It was reported during the implant attempt that the physician had difficulties reinserting the stylet into the lumen. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood/fluid in the distal conductor which created an obstruction. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. Visual analysis noted that blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.